Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event known in the product labeling.

Event description:
Healthcare provider reported a right side deflation. Patient was implanted below recommended age of use. Device remains implanted.